Event description:
A male had zenith device implanted originally in 2005 in another country. There is no documentation on the exact date or parts used. In 2008, the patient said to have had a limb separation. The disconnect was bridged with another manufacturer's stent. Five months later, patient presented with a leak in the middle of the main body graft (1820334-2008-00637). The exact graft size information was not available but CT showed the proximal diameter was 33 mm. A cuff was placed and centered on the leak.. This resolved the endoleak. As the physicians were closing, they mentioned that the leak may have occurred while placing the other manufacturer's stent. The cook sales rep and physicians looked at the post operative images of the other manufacturer's extension to see if a leak was present. The images did not have contrast that runs up into the main body.

Manufacturer narrative:
Exact date of event is unknown. We only know that this occurred in 2008. Event evaluation - still under investigation.